Event description:
Rptr indicated that the following software upgrade, handheld screen became frozen. Troubleshooting did not resolve issue. 7.1 software returned for prod analysis.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.